Event description:
Report received of cassette alarm. The nurse reported that the tubing was primed with a 0.9% sodium chloride solution and placed on a infusion pump. The tubing and pump had been in clinical use for an specified amount of time. When the nurse initiated a piggback of ampicillin to the secondary line, the alarm condition occurred. Multiple unsuccessful attempts were to resolve the alarm condition. The pump and the tubing were then changed and the alarm condition was resolved. There was no reported delay in critical therapy or adverse effect to the pt. Though requested, there was no further info available.